Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. A detailed investigation was performed by an expert from the technical service: the investigation and the logfile analysis showed that the failure is reproducible. The dc connection worked and the batteries were charged but the ac connection did not recognize the mains plug and therefore did not charge the batteries. The root cause of the issue was a defective power supply (part n° msp396232). The replacement of the defective power supply solved the issue. This incident occurred without patient involvement but if such a malfunction occurred during ventilation while a patient is connected to the device a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed reportable.

Event description:
The event description according to the customer is as follows: during pre operational checks, the ventilator did not charge the batteries.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during pre operational checks, the ventilator did not charge the batteries.